Event description:
During service by baxter, the infusion pump was underinfusing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the condition of underinfusing was confirmed. Inspection of the device found that the underinfusion was caused by a faulty pump head module. The pump head module was replaced.